Event description:
It was reported by the patient that the omnipod personal diabetes manager (pdm) adapter gets very hot while charging. When the pdm is plugged in, the pdm is not charging the whole time and takes a long time to charge.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm the reported the reported thermal event. Lot release records were reviewed and the product lot met all acceptance criteria.